Event description:
The md applied the fixator to treat a distal radius fracutre. The pt subsequently returned to the md's office because the ball joint had loosened. The md was able to retighten the ball joint in his office. There was no injury to the pt.